Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 31-mar-2017: no update in product technical complain is necessary, thus the case is considered as closed. Company causality comment: (B)(6)-year-old female consumer who had essure inserted and had a bleeding (seen as genital bleeding) and inflammation (seen as pelvic inflammation). These events are anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, genital bleeding may occur with essure therapy. Based on their nature, a causal relationship with essure cannot be excluded. The term hospitalization and required intervention was only mentioned as event outcome and the reporter did not specify it. However, this case is regarded as incident due to serious injury. According to the product technical complaint analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("inflammation") and genital haemorrhage ("bleeding") in a (B)(6) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included elbow injury and knee injury. Concomitant products included fish oil, calcium, magnesium, colecalciferol (vitamin d) and iron. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the patient experienced pelvic inflammatory disease (serious criteria hospitalization, medically significant and clinically significant/intervention required), procedural pain ("pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (serious criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and joint injury ("elbow and knee injury worsened"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, procedural pain and pelvic pain had not resolved and the genital haemorrhage, abdominal pain and joint injury outcome was unknown and the abdominal distension was resolving. The reporter provided no causality assessment for pelvic inflammatory disease, genital haemorrhage, procedural pain, abdominal distension, pelvic pain, abdominal pain and joint injury with essure. The reporter commented: hospitalization and required intervention. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-nov-2016: new events added. Company causality comment: a (B)(6) female consumer who had essure inserted and had a bleeding (seen as genital bleeding) and inflammation (seen as pelvic inflammation). These events are anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In addition, genital bleeding may occur with essure therapy. Based on their nature, a causal relationship with essure cannot be excluded. The term hospitalization and required intervention was only mentioned as event outcome and the reporter did not specify it. However, this case is regarded as incident due to serious injury. According to the product technical complaint analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. An updated product technical analysis is expected.